Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This submission is an initial final report. Investigation completed. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On february 12, 2020, it was reported that upon inspection it was found to need repair. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The roller was damaged. The 1.5:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and the customer was unresponsive so the device will be returned to them unrepaired. While the returned product investigation confirmed that the skin graft mesher required repair, it cannot be determined from the information provided which component or combination of components caused the pm to escalate to a repair. A number of findings were noted during evaluation could have contributed to the reported event such as the comb and roller being damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was not repaired as the customer did not respond to the repair quote. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that upon inspection at pm it was found to need repair. At evaluation investigation the device was found to have a damaged comb. No adverse events were reported as a result of this malfunction.